Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not properly unlatching and was sticking upon opening. A field service engineer observed that the full-height drawer 5 was clicking but not opening. Medication was found in matrix drawer 6 that had been jamming drawer 5. The customer cleared and rearranged the medications in matrix drawer 6. The customer then recovered the drawer and testing in the application was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not unlatching properly and was sticking upon opened. The rn supervisor also experienced a clicking noise when prompted the machine to open the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.